Event description:
Ams 800 urinary control system prosthesis failed and was explanted. Urinary cuff was inflated, pump would not deactivate or cycle. Urinary control system model: 720066-01, lot 168871004. Control pump model 72400098, lot 164930015. Pressure regulating balloon model 72400024, lot 168048006. Cuff model 720133-01, lot 155158010.